Manufacturer narrative:
(B)(4). It was reported that the patient had the concurrent procedures of a removal of foreign body with extensive dissection of scar tissue, vaginal extraperitoneal colpopexy, anterior colporrhaphy performed during mesh implantation.

Manufacturer narrative:
In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure on (B)(6) 2007 and mesh was implanted due to cystocele, vaginal vault prolapse, weakened pubocervical fascia, urethral hypermobility, pelvic organ prolapse and stress urinary incontinence. The patient experienced multiple complications, including erosion, formation of scar tissue, additional surgeries and neurologic compromise to her structures and tissues. It was reported that patient underwent implantation of additional mesh on (B)(6) 2007.

Manufacturer narrative:
Date sent to the FDA: 04/20/2011. (B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
It was reported that the patient underwent another mesh implantation on (B)(6) 2007. This is one of two medwatches being submitted as two devices were involved in this event. See also medwatch 2210968-2014-08133. The same patient is represented in each medwatch.

Event description:
It was reported that a patient underwent surgery on (B)(6) 2007 for the treatment of pelvic organ prolapse and stress urinary incontinence and pelvic floor repair mesh was implanted. The patient experienced multiple complications, including erosion, formation of scar tissue, additional surgeries and neurologic compromise to her structures and tissues. No additional information has been provided.